Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation: device was received in two pieces. Examination of the device revealed that the core wire fractured at 133.8cm from the distal end. The dimensions of the outer diameter of the device were measured and all measurements were within specifications. The fractured section was sent to mtac lab for fracture analysis. Their analysis revealed wear reduction of the cross-sectional area. Evidence of copper and zinc were observed over the wear surface indicating that the rotalink burr came in contact with the wire up to the point of fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-03190. It was reported that during a rotational atherectomy treatment procedure a guide wire fracture occurred. The severely calcified lesion was located in an unknown vessel. The 325cm rotawire fractured into two pieces approximately 120cm from the distal tip during testing of burr at about 200,000 rpm after 30 seconds. According to the physician the burr annulus became damaged. The procedure was completed with another of the same device. As it occurred during preparation outside of the patient, there was no patient interaction or complications and the patient status is good.

Event description:
Same case as MDR ID: 2134265-2011-03190. It was reported that during a rotational atherectomy treatment procedure a guide wire fracture occurred. The severely calcified lesion was located in an unknown vessel. The 325cm rotawire fractured into two pieces approximately 120cm from the distal tip during testing of burr at about 200,000 rpm after 30 seconds. According to the physician the burr annulus became damaged. The procedure was completed with another of the same device. As it occurred during preparation outside of the patient, there was no patient interaction or complications and the patient status is good.